Manufacturer narrative:
A titan pump and two cylinders were received for analysis. A separation within abrasion was noted on the non-serialized exhaust tube of the pump. This was a site of leakage. Partial separations within abrasion were noted on the inlet tube of the pump. These were not sites of leakage. Partial separations within abrasion were noted on both exhaust tubes of the pump. These were not sites of leakage. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo both the non-serialized exhaust tube and inlet tube had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the non-serialized exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Lot number: 5697001.

Event description:
According to the available information, there was a tubing defect adjacent to the pump. The tubing was torn, and loss of saline was noted. The pump and cylinders were replaced; the existing reservoir remained implanted.